Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had a power on reset (por). The device was explanted and repl aced. No patient complications have been reported as a result of this event.